Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.678" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument appeared to reduce the pressure on the tool head just after use. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.